Manufacturer narrative:
Analysis: although expected, the device has not been returned to medtronic for evaluation. Without returned product, investigation is limited to the review of the device history record. This review of the device history record shows that the unit met all manufacturing specifications for product released to distribution. Conclusion: without analysis of returned product, no conclusion can be drawn at this time regarding the reported event. No subsequent patient event has been reported.

Event description:
Medtronic received information that an aortic valve replacement was performed due to leaking, regurgitation and torn leaflet.